Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The reported problem was verified during the event history log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A short simulated therapy was successfully performed. The reported condition was verified. The cause of the iipv event was determined that the cause of the iipv event was due to a false empty detect and use error, further specified as the initial drain alarm setting was inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced abdominal pain, which occurred during fill two of peritoneal dialysis on the homechoice. The technical services representative (tsr) had the caregiver perform a manual drain. The patient drained 5244ml. The caregiver stated that they used a manual bag of 2500ml before the patient performed therapy that night. The caregiver said that the patient had drained out 6ml in the initial drain. The patient's fill volume equaled 2800ml, the tidal volume setting equaled 85%, the initial drain alarm was set to 0ml. The caregiver said that the patient would use a manual bag every night. . The tsr arranged a swap and discussed the use of manual supplies to complete therapy until the new device arrives. There was no patient injury or medical intervention reported. No additional information is available.